Event description:
Crews responded to a cardiac arrest call, nursing home patient with a down time of 30 minutes. Disposable defibrillation electrodes were attached to the patient, reportedly the device indicated connect electrodes and use of the device was inhibited. The ambulance crew arrived on scene and took over care of the patient. The same difibrillation electrodes were used. The patient was not resuscitated. The reporter stated the patient's outcome wa not a result of device operation. The reporter's opinion was based on the long down time.